Event description:
It was reported that on interrogation in clinic the battery gave low readings and different readings than at a previous interrogation that day. Battery measurements were sent to the caller. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that no anomalies could be found. On (B)(6) 2010, the telemetered battery voltage was 2.78 v while the daily battery voltage trend measurement was 2.89 v. This difference is within expectations.